Event description:
Ed physician attempted to insert central line. When the physician withdrew the guidewire the metal filament detached and unable to retract. Emergency dept. Physician was inserting a central line catheter when she withdrew the guidewire the metal filament detached and was left in the patient. Metal was retrieved with the ir assistance and xray to rule out lung injury. No harm to patient. (B)(4).